Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 238 mg/dl and it was addressed with boluses. During troubleshooting with tandem's technical support, it was noted that the luer lock connection was loose, leaking, and no drips were seen from the end of the tubing during the fill tubing system check. The customer tightened the luer lock connection and resumed insulin delivery.